Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported [emergency room visit/hospitalization] and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided. Omnipod insulin management system ¿ user guide: model: ust400; 17845-5a-aw rev b 09/17. Checking your blood glucose: chapter 4 / page 36. Warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that the patient had to seek medical attention for hyperglycemia. The patient was also reported to be vomiting. The patients mother called regarding the pod that her daughter had on the other day. Mother was not sure what her daughter was doing at the time. The pod was worn for 4 to 24 hours on her abdomen. Her blood glucose (bg) was over 500 mg/dl at 6 am and had been since about 12 am. When she arrived at the doctors he removed the pod and the daughter was given 12 ounces of water. Patients mother was told to give correction boluses and have the daughter on a low carbohydrate diet until bg levels came down.